Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and restored the device using a ghost backup. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system boot up issues. Upon functional testing, it was found ¿philips¿ logo displayed on data monitor all the time. The fse connected os disk to mainboard directly (bypass disk bay), restore the ghost image, restart the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.